Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low-voltage electrode of the lead was covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high pacing impedance at all positions attempted. The lead was not used, and a different lead was implanted. No patient complications have been reported as a result of this event.